Event description:
It was reported that noise resulting in oversensing were observed on the atrial and right ventricular lead. Automatic mode switch was observed on the atrial lead. Diagnostic imaging was performed and no anomalies were observed. No further intervention has been performed. The patient was stable.